Event description:
On march 12th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the user did not perform calibrations during the past week. Customer care recommended that the user perform a sensor re-link to clear the calibration history and any possible calibration misalignment. Post re-link the system showed better agreement in the bg/sg considering the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. The user was advised to continue using the system and to calibrate as requested. Per dms review, the system is in use with up-to-date information.